Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for an implant procedure. Post-operation interrogation of the right atrial (ra) lead revealed that the ra lead had dislodged, and had exhibited under-sensing, high capture thresholds, and was pacing inappropriately. X-ray imaging performed on (B)(6) 2021 confirmed ra lead dislodgement. The ra lead was reprogrammed until a lead revision could be performed. The ra lead was then explanted on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.